Event description:
The issue reported involved the t:slim x2 pump battery not charging, with a power source alert recorded. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.